Event description:
Customer reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process; the issue did not recur, and the customer was instructed to continue using the pump and contact technical support if any further issues occur.